Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 85% stenotic and was located in the circumflex artery. During atherectomy with a csi orbital atherectomy device (oad), the tip of the wire broke off. The physician was unable to retrieve the wire and left it in the patient. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.